Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient "that the heart device, the first heart device, had shocked patient six times in seven minutes and was concerned that the device was only six years old and was behaving in this manner. When the shocks were received, called an ambulance was taken to the emergency room, where physician had to do an open surgery to place a new heart device." No further patient complications have been reported as a result of this event.